Event description:
The customer reported that the external paddles it seems that they do not have good contact and that the test failed. They also reported that when they use the test load, they get a maintenance necessary message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.